Event description:
Customer reported that the insulin pump was malfunctioning and not delivering the bolus and basal correctly. She stated that she had an incident recently where the blood glucose reading was very low and that she was confused at the store. She stated that the blood glucose had been crashing for no apparent reason and had gone as low as 20-40 mg/dl. She stated that her husband had gone through 40 glucagon pens for her in a year. She also reported unresponsive buttons on the insulin pump. She reported that the drive support cap was loose. The reservoir was showing more insulin than was shown on the status screen. The insulin pump passed the displacement test. She stated that it was not exposed to a strong magnetic field or MRI. She reported that there was an instance where she was given 10 units of insulin rather than 2 units of insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.